Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high and low blood glucose levels. Customer stated that she is having issues with the insulin pump delivering insulin to her body. Customer's blood glucose levels ranged from 46 to 380 mg/dl. Troubleshooting was done. Advised customer to remove reservoir, rewind, and reinsert reservoir and run manual prime/fill tubing with current set. Customer reported that insulin exited at the quick release. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.